Manufacturer narrative:
This report is submitted on january 08, 2019.

Event description:
It was reported that no connection could be made to the internal device. Subsequently, the device was explanted (date not reported). The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on june 17, 2019.